Manufacturer narrative:
The subject device remained inside patient.

Event description:
It was reported that 9 months post flow diverter stent placement procedure for left ica (internal communicating artery) aneurysm, the subject device (stent) was retracted and was no longer in the position. The subject device stent moved distal and proximal tines were not as opened resulting slowed flow through the subject device and to distal vessels. The balloon angioplasty with sceptor and tacked down with atlas stent as medical intervention. The patient was discharged and doing well.

Event description:
It was reported that 9 months post flow diverter stent placement procedure for left ica (internal communicating artery) aneurysm, the subject device (stent) was retracted and was no longer in the position. The subject device stent moved distal and proximal tines were not as opened resulting slowed flow through the subject device and to distal vessels. The balloon angioplasty with sceptor and tacked down with atlas stent as medical intervention. The patient was discharged and doing well.

Manufacturer narrative:
Although the DHR (device history record) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to this complaint.